Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electromagnetic-field functional test was out of specification due to the lower case needing to be replaced. It was also noted that the upper case lens was damaged and internal corrosion was found inside the device. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.